Manufacturer narrative:
Section d medical device was updated. Section d1 brand name corrected.

Manufacturer narrative:
Updated information: d4 UDI number updated.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem) and d3 (manufacturer fax). Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4 (serial). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the hemolysis was not determined due to lack of product and data logs returned for analysis.

Manufacturer narrative:
Corrected information was provided in d10 (concomitant product). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 65-year-old male was supported with an impella cp device for the treatment of acute myocardial infarction and cardiogenic shock. Hemolysis was reported; however, site staff indicated that this was an independent case and were unable to provide details regarding the circumstances surrounding device removal. During the support period, the patient was managed medically for elevated afterload and hypertension, receiving fluid therapy and crrt. Hemolysis is a known risk described in the IFU. Based on the limited information available and without device return for evaluation, a definitive root cause for the reported hemolysis cannot be determined. Clinical factors¿including high afterload, hypertension, and concurrent therapies¿may have contributed to the event. No device malfunction has been reported by site. The patient survived and was successfully weaned from support.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Updated information: d4: catalog number. H6: component code changed from g04105 to g07003. The investigation for the hypertension and the hemolysis/mechanical interaction with blood has been completed. The cause of the injury was not determined due to insufficient clinical details. The cause of the hemolysis was not determined due to lack of product and data logs returned for analysis.